Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm. The customer blood glucose level was 148 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised forced sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.